Manufacturer narrative:
On an unreported date "one or two months ago", the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as peritoneal inflammation. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic drug (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.